Manufacturer narrative:
Evaluation summary: no sample is not expected to be returned for evaluation. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. Per the optometrist the dlk had "staph marginal keratitis appearance." The steroid drops were increased, and an oral steroid was prescribed. The patient reported eye irritation, and had no visual complaints. In a follow up, the technician reported that the event resolved with the treatment, approximately four weeks later. The patient was doing well and all medications were discontinued. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).